Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button was not functional and the monitor was unable to complete incoming functionality testing. The cause for the failure was that the front response button cover and switch were missing. Additionally, the monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle. The root cause of the missing switch cannot be positively identified. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.